Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high free t4 (ft4) and low human thyroid-stimulating hormone (htsh) results that were generated by the unicel dxc 600i synchron access clinical system. A patient sample was tested for free t4 and htsh and results were: ft4- 1.48ng/ml; htsh- 1.75uiu/ml. The sample was aliquoted and tested on a different instrument in the customer's lab and a result of 0.53ng/ml was obtained for ft4 and 73.66uiu/ml for htsh. The results were not reported out of the lab. The sample was aliquoted and centrifuged in a high speed centrifuge and then tested on unicel dxc 600i for ft4 and htsh. Ft4 result of "<0.36ng/ml" and htsh result of 96.00uiu/ml were reported out of the lab. There have been no report of any injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc data before the event was not supplied. Qc was within specifications after the event. The specimen was collected in a bd, lithium heparin plasma tube and was centrifuged at 2,200 rpm for 15 minutes. Collection tube appeared to be filled sufficiently. Based on available information, the instrument was found to have a droplet trail from the cap piercer area to the aliquot tray. Following the instrument's maintenance, the droplets were seen on the end of the cap piercer probe. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that the closed tube accessing (cta) cap piercer probe was partially blocked and believes this is the probable root cause. The fse replaced the cta samples and wash syringes and the cta piercer probe. The fse performed hardware verification with good results. Even though the ft4 and tsh results are unlikely to be the basis to initiate or withhold treatment, in this event the hardware failures may have affected other pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. A partial blockage of the cap piercer probe on the cta may have contributed to this event. A malfunction will be assumed for the purpose of this report.